Event description:
The customer reported that the system has been dropped, looks like it has been smashed. No pt harm or health risk was reported.

Manufacturer narrative:
(B)(4). The customer reported that the system has been dropped, looks like it has been smashed. No pt harm or health risk was reported. The ward has reported that the co2 has faulty insert and the clip that holds it to the mms is broken as well. Initial communication with the customer service helpdesk team leader and the helpdesk response centre engineer (rce) confirmed that the biomed also does not know what happened. The product labeling (intellivue pt monitor mp20-90, instructions for use, part number 453564210111) contains the following warning: "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." Furthermore, the product labeling, intellivue pt monitor mp20-90, instructions for use, part number 453564210111), describes the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. A non functional parameter and a broken clip that holds the mms would be immediately obvious for the user. This would allow the user to implement alternative methods of monitoring per hosp protocol, and/or to troubleshoot the monitor. Generally, when a parameter or any associated hardware on the mms fails, intellivue monitoring equipment is designed to generate audible and viewable inop messages to alert users/caregivers to a potential issue. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.